Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvt4b11) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fracture at the implant¿s collar and screw fragment in the drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the products were fractured. Pre-existing condition noted on the per was moderate bone density type ii. The reported devices had been placed on tooth #19 (universal) for approximately 2 years. X-ray and picture images were not provided. DHR review for the lot: (63986259) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (63986259) for similar events and no other complaint about nonconforming products was identified. January post market trending was reviewed and there were no actionable event or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, an unreported malfunction was identified - screw fragment was identified in the implant drive feature and it is not reprotable due to FDA malfunction variance e1998009. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant was removed due to fractured at tooth location 19.